Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient was in hospice long term and was in a sick state. The patient refused medications or any type of treatment. The patient kept having ventricular tachycardia (vt) storms repeatedly, and received high voltage therapy appropriately and refused to have the device turned off. The patient passed away approximately five days later. A cause of death was requested but could not be provided.

Manufacturer narrative:
Correction: b1; b5; h6 patient codes (ime/annex e), h6 device codes (fdd/annex a); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, one under sensed ventricular beat noted on recorded treated ventricular tachycardia (vt) episode, which may have initially aborted therapy and inappropriate pacing. The rv lead remains in use. No patient complications have been reported as a result of this event. Aborted therapy and inappropriate pacing may also have occurred on a ventricular fibrillation (vf) episode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, one under sensed ventricular beat noted on recorded treated ventricular tachycardia (vt) episode, which may have initially aborted therapy and inappropriate pacing. The rv lead remains in use.  No patient complications have been reported as a result of this event.